Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number h749600410821 in order to determine the last three lots shipped to the reporting hospital in the six months prior to the procedure date. The device history records for the lots obtained through the shr were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The navilyst medical (B)(6) 2015 complaint report was reviewed for the product family of convenience kits and the failure mode, "air injected." No adverse trend was identified. With no sample being returned for evaluation, we are unable to determine the cause of the reported event. A possible root cause is that the end user did not adequately secure connections between the kit components. The directions for use packaged with the kit contains the following statement, "all connections should be finger tightened. Over tightening can cause cracks and leaks to occur that could result in embolism and or exposure to biohazards." (B)(4).

Event description:
Per user medwatch # (B)(4): "a patient was in the catheterization lab for a heart catheterization. An air embolism occurred. Probable cause: defective manifold system (namic kit, lot # 60041082, item sequestered). Patient conditions: heart rate bradycardia to 43, blood pressure (bp) 91/61, chest pain, pale. The patient was treated with atropine, neosynephrine, epinephrine, and aspirating air from the right coronary artery (rca). The patient was stable at end of the procedure."